Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Ethnicity - no patient involvement . Weight - no patient involvement. Race - no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. Name: requested, not provided. Phone number- requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device had creases on the temperature control label of the arrived product.

Manufacturer narrative:
E1: phone number - (B)(6). This report is being submitted as follow up no. 1 to provide the additional information to the e1 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, photographs were provided by the user facility. Visual inspection of the pictures revealed that the yellow sticker of the temperature gauge was observed to be ripped off and seemed to be stuck with another piece of the device packaging. There was no damage noted with the temperature gauge sensor. No other visual anomalies were noted with the header bag. Terumo puerto rico complaint investigation was performed. According to this investigation, a review of dhrs for angio-seal batch 06102495 and 06102855 were conducted and the manufacturing requirements for the product were met and no irregularities were found for those batches. The manufacturing inspection method was verified and the visual standard tpr-90083244 was evaluated and it did not include crease defects. For manufacturing of 6f as vip aus ous lots 06102495 and 06102855 were used and for the temperature indicator lots 06101718 and 06102015 were used. These lots were inspected, and the results were satisfactory. Based on the findings of the investigation, the principle root cause of this event was attributed to manufacturing method and receiving incoming inspection procedure. As a result of the investigation findings, the applicable procedures have been updated to address the reported issue. Terumo has determined the reported event to be manufacturing related.